Manufacturer narrative:
Product analysis: visual inspection did not reveal any damage to the shaft or the balloon of the ibt's. Functional inspection with a sample syringe confirmed the balloon of the ibt's was deformed once inflated. Unable to determine root cause of issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pre operative diagnosis for this procedure: primary osteoporosis type of fracture: compression fracture it was reported that intra-op, the balloon of the ibt (inflatable bone tamp) did not inflate evenly during inflation. The balloon only inflated in one direction. There was also a situation that the vertebral body was hard. The procedure was however completed with the same product. The product came in contact with the patient. No patient complications were reported.